Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 222.4050. 8100 sn: (B)(4) customer wanted to know what was the cause of this error. I explain to the customer that he should try and clean the air in line sensor. I also explain to the customer that sometime the sensor will give this error if there's particles or moisture left in the sensors. So I recommended that he clean the sensor, and if the error come back up then he would have to replace the air in line sensor. The customer said ok, that he would clean the sensor but he still wanted the part number and pricing for the air in line sensor. After given him recommendation on how to correct this error code, I transferred him to com for pricing.